Event description:
It was reported that the controller did not recognize the battery. The patient disconnected the second battery and the controller exhibited an unexpected loss of power where the ventricular assist device (vad) temporarily stopped. The battery was removed from service and the controller remains in use. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650, catalog #: 1650, expiration date: 30-jun-2023, serial or lot#: (B)(4), UDI #: (B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-jun-2022. H5: no. H6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a0705 h6: patient img code(s) g02002 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9:yes return date:2023-04-28 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c02 h6:FDA conclusion code(s): d01 h6: patient img code(s): g02013 product event summary: one (1) controller (B)(6) was not returned for evaluation. One (1) battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. Log file analysis revealed a controller power up event with associated pump start event logged on (B)(6) 2023 at 20:24:44. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 81% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 22% relative state of charge (rsoc). The data point recorded after the loss of power revealed that an active adapter was connected to power port one (1) and there was no connection to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 10 seconds. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the inability of the battery to charge or provide power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Based on the available information, a possible root cause of the controller loss of power can be attributed to a faulty battery as the only power source connected to the controller, a disconnection of both power sources, and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.